Event description:
It was reported the electrosurgical generator esg-400 had an e006-non-conductive fluid error code. The issue occurred during preparation for use for a diagnostic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additional information: d9, h3, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported error is triggered if the electrical resistance between the two electrodes of the device increases. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.